Manufacturer narrative:
This report is submitted on october 22 2020.

Event description:
Per the clinic, the patient developed a post-operative infection with pus formation and pain around the suture site. The patient was hospitalized on (B)(6) 2020 and underwent two surgeries on (B)(6) 2020 and (B)(6) 2020 to remove the pus and was subsequently treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2020 and the patient reimplanted with another cochlear device during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report, (B)(6) 2020.